Event description:
Additional information was received that the physician chose to turn the device therapy back on and remove the patient¿s life vest. The patient will be monitored over remote home monitoring going forward. The field representative performed some maneuvers with the patient in primary 2x gain and everything looked appropriate, therefore that vector was programmed. The field representative noticed noise markers over 2 qrs beats, but nothing over any myopotentials. Boston scientific technical services (ts) reviewed the device¿s counter data from remote monitoring. From september 4-18, 2017 there were 363 times where there were at least 4 noise beats in a row detected. From september 18-22th, there were 100 times where there were 4 noise beats in a row were detected. Ts explained the more important counter to look at is the normal sinus to tachy counter, meaning the device transitioned to a fast rate profile. If this had gone on long enough, the device would also start to charge. This counter only incremented once in the september 4-18 timeframe; really between the 14th and 18th timeframe since that is when tachy mode was turned back on. Ts discussed watching the sensing in this vector over the next few weeks. Noise is still present, but does not appear long enough to start charging the device for therapy.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to noise. There were some undersensed beats where the qrs became smaller. Noise was observed in all vectors. X-rays were taken, which showed the device posterior and the electrode positioned a bit to the right. The device was turned off for the time being and the patient was issued a life vest. If the physician plans to program the device back on, no changes will be made to the original settings since primary tested the best. Other than medical intervention of the patient being issued a life vest, no adverse patient effects were reported.